Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the sealant of a 6f/7f mynxgrip vascular closure device (vcd) did not fully deploy. The device did not release the sealant. It was stated that it "felt different in deployment". Another unknown device was used to complete the procedure. There was no reported patient injury. The user was experienced and trained to the device. The patient status is "good". Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynxgrip vascular closure device 6f/7f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle, and the syringe was received connected to the device. The advancer tube and the sealant were not received for evaluation. The stopcock was found in the open position. The device was inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. Dimensional analysis was performed to verify the distance between the proximal and distal tamp locks and measurements were noted to be within specification. Since the sealant and advancer tube were not returned with the device, a functional test was unable to be performed. However, no visual non-conformities were found on the device. Per microscopic analysis, the tamp locks were inspected for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure, and no damages were found during visual inspection at high magnification. In addition, microscopic examination confirmed the slit presence in the outer cartridge of the unit received. The reported event of ¿sealant-failure to deploy¿ was not confirmed through analysis of the returned device since the sealant and advancer tube were not received and the device showed a complete removal of the device. The exact cause of the issue experienced by the customer could not be determined during product analysis. Based on the limited information available for review and the product analysis, it is not possible to determine what factors may have contributed to failure to deploy reported since the device was returned in a condition that showed proper complete device removal. However, procedural/handling factors, such as an incomplete engagement of the advancer tube during deployment, possibly contributed to the issue experienced since there were no anomalies noted to the device that could have prevented proper deployment during use. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6/7f mynxgrip vascular closure device (vcd) did not fully deploy. The device did not release the sealant. It was stated that it "felt different in deployment". Another unknown device was used to complete the procedure. There was no reported patient injury. The user is experienced and trained to the device. The patient status is "good". Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.